Event description:
It was reported that during a prostate procedure, @ 2082 joules, fiber tip damage was noted. The procedure was completed with a second fiber. "No harm to patient" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap is detached; the fiber is fractured proximal to glue zone; the fiber is blackened; the heat shrink tube is torn and melted. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.